Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0011832524); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0011951848); product type: 0195-heart valves. Product ID: evolutfx-26 (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Product ID: z-med balloon; product type: valvuloplasty balloon. Select patient information cannot be included in regulatory report due to regional privacy regulations. The event for the first valve pertaining to infold/atrial fibrillation (afib) was reported in regulatory report number 2025587-2024-00213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(6), fluoroscopy inspection showed an infold to node 2. A pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. The valve was deployed to 80% and an infold was observed. Atrial fibrillation (afib) developed during the valve deployment the valve was withdrawn from the patient. A second valve (B)(6) was implanted. The valve appeared constricted after full deployment and a post balloon aortic valvuloplasty (bav) was performed with the same 20 mm non-medtronic balloon. Cardioversion was performed twice at the end of the procedure for the afib that occurred during the first valve deployment and sinus rhythm returned during the second cardioversion. No additional adverse patient effects were reported.